Manufacturer narrative:
Analysis of the controller model: 97745nt, s/n: (B)(6), revealed. Product analysis found was cleaned charger rtm connector, no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that the controller is not functioning properly. Caller stated the controller has been acting weird the whole time, but they thought that was just how it was until their rep told them it should not be acting like that. Caller added that on monday night they were recharging the implant when the patient was asleep, so they went back in 30 minutes later and the controller was just black and wouldn't wake up. Caller said they couldn't get the controller to wake up or turn on. Caller left the controller plugged into the ac power supply all night, and the next afternoon they heard the controller making noise on the counter like it came back to life, but it said the controller battery was dead. Caller unplugged the controller and plugged it back in, and it went back to normal. Caller let the controller charge for another hour and was able to get to the screen that showed the battery percentage. Caller noted that yesterday they were able to charge the implant, but then the controller kept going in a loop and kept saying it couldn't find the device even though they were holding it right over the implant. Caller tried to check the battery level of the controller but it wouldn't let them check that. Caller mentioned that they called the representative last night and was told to reset the battery, but that didn't fix anything. Caller then said they tried again and got the implant to charge for about a 1 hour and 20 minutes until full. Agent had caller examine the equipment for damage; caller noted no visible damage. Agent walked caller through resetting the controller. Caller confirmed the controller powered on, and caller saw no device found. Caller moved closer to the patient and saw stimulation was off. Caller turned the stimulation on. Agent reviewed controller general function and communication distances. Caller stated the controller also won't hold a charge and when they recharge the implant within 40 minutes the controller will have gone down from 90% or 100% to the red. Caller stated ever since they got the implant they haven't been able to fully charge the implant without recharging the controller at least once. Caller stated last night after 40 minutes the controller was dead (agent found this contradicted the earlier statement where caller stated they charged the implant for 1 hour 20 minutes last night until the implant was full). Caller insisted something was not right with the controller and battery pack. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97745bp, lot# serial# (B)(6) product type accessory sent for analysis and found that the complaint is unverified, battery charged when placed in known good 97745, no anomalies found and was read by battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.